Manufacturer narrative:
D4 unique identifier (UDI) #: incorrect product information was provided to bsc initially. We completed a good faith effort to obtain the correct information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code speech disorders. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx? Was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (stroke) (speech disorders) (hospitalization or prolonged hospitalization, medication required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (stroke) (speech disorders) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center: it was reported that a patient experienced minor stroke symptoms. A left atrial appendage (laa) closure procedure was performed using a watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds). The 27mm closure device was implanted on (B)(6) 2021. The patient sent an email to the watchman patient call center (B)(6) 2025, stating that his brother-in-law contacted the care team on (B)(6) 2025 inquiring about possible issues of having magnetic resonance imaging (MRI) when a person has a watchman implant. The patient reported he were admitted to the hospital on (B)(6) 2025 with symptoms of garbled speech that lasted 3-4 minutes. The patient suspected it was symptoms of a minor stroke. The patient reported he was kept in the hospital after a number of tests pending an MRI. On monday, (B)(6) 2025, the MRI staff informed the patient that there was a problem providing the MRI due to the patient also having a boston scientific pacemaker. The patient stated his pacemaker was replaced on (B)(6) 2023 with another boston scientific pacemaker as the battery on the original one was low. The replacement was a model l111l, serial #(B)(6), however the original leads remained. The patient stated he was informed that this pacemaker was able to have MRI tests performed. The patient stated that an MRI had previously been completed on (B)(6) 2024 on his brain with no problems. The patient stated that after a full day of waiting, and what the hospital staff said were many consultations with staff at boston scientific, it was decided that the hospital could not conduct the MRI tests. The patient stated he was then discharged with instructions to see his cardiologist and neurologist and see if an MRI could be ordered for the patient as an outpatient. The purpose of the MRI was to confirm whether the patient had suffered a mini stroke and then determine the follow up treatment. The patient stated an appointment is scheduled with his cardiologist on (B)(6) 2025, for a hospital follow up, reorder of the MRI and get a plan for care. The patient stated he was placed on plavix and was told he would have to take that the rest of his life. All follow up testing after the watchman procedure looked good and he stated he was taking 81mg aspirin daily.

Manufacturer narrative:
D4 unique identifier (UDI) #: incorrect product information was provided to bsc initially. We completed a good faith effort to obtain the correct information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via patient call center. It was reported that a patient experienced minor stroke symptoms. A left atrial appendage (laa) closure procedure was performed using a watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds). The 27mm closure device was implanted on (B)(6) 2021. The patient sent an email to the watchman patient call center (B)(6) 2025, stating that his brother-in-law contacted the care team on (B)(6) 2025 inquiring about possible issues of having magnetic resonance imaging (MRI) when a person has a watchman implant. The patient reported he were admitted to the hospital on (B)(6) 2025 with symptoms of garbled speech that lasted 3-4 minutes. The patient suspected it was symptoms of a minor stroke. The patient reported he was kept in the hospital after a number of tests pending an MRI. On monday, (B)(6) 2025, the MRI staff informed the patient that there was a problem providing the MRI due to the patient also having a boston scientific pacemaker. The patient stated his pacemaker was replaced on (B)(6) 2023 with another boston scientific pacemaker as the battery on the original one was low. The replacement was a model l111l, serial # (B)(6), however the original leads remained. The patient stated he was informed that this pacemaker was able to have MRI tests performed. The patient stated that an MRI had previously been completed on (B)(6) 2024 on his brain with no problems. The patient stated that after a full day of waiting, and what the hospital staff said were many consultations with staff at boston scientific, it was decided that the hospital could not conduct the MRI tests. The patient stated he was then discharged with instructions to see his cardiologist and neurologist and see if an MRI could be ordered for the patient as an outpatient. The purpose of the MRI was to confirm whether the patient had suffered a mini stroke and then determine the follow up treatment. The patient stated an appointment is scheduled with his cardiologist on (B)(6) 2025, for a hospital follow up, reorder of the MRI and get a plan for care. The patient stated he was placed on plavix and was told he would have to take that the rest of his life. All follow up testing after the watchman procedure looked good and he stated he was taking 81mg aspirin daily.